Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was no longer holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. There was no device malfunction suspected. The patient was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was no longer holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. There was no device malfunction suspected. The patient was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Update to block h6.